Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in a mammary graft with severe vessel tortuosity and 80% stenosis. Lesion was pre-dilated. The device was prepped as per IFU and inspected with no issues noted. Negative prep was also performed. It was reported that during the procedure, the device failed to cross the target lesion after attempted delivery through a 360 degree bend .when brought back towards the guide there was a possibility the guide acted like a back stop and stripped stent. The physician used a snare to pull the stent into guide and the whole system was removed. It was reported that a dissection occurred proximal to where the guide was, the physician treated with a non mdt stent. It was reported that there was a possibility that the guide was not coaxial because of the ima guide to the lima. Photographic images taken at the account show the dislodged stent to be damaged and also show the 360 degree bend of the vessel.

Manufacturer narrative:
Lesion treated located in the lad uf/importer report # (B)(4).